Event description:
During a remote follow-up, episodes of myopotential oversensing were detected on the device. Technical support was contacted and provocative testing was performed. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.